Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader would "no longer recharge". As a result of the customer was not able to monitor their blood glucose, on (B)(6) 2021, they experienced hypoglycemic symptoms described as "speech disorder and concentration" and were unable to treat themselves. The customer was given received an unspecified amount of sugar a non-hcp. No further information was reported. There was no report of death or permanent injury associated with this event.